Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroded electronic assemblies not allowing unit to turn on or access to download. Unit also receive with the following cosmetic damages: scratched case, damaged display window cover, pillowing keypad overlay, cracked case, battery tube threads - cracked and cracked case (battery tube). In conclusion, unit came in with blank display due to corroded electronic assemblies. Customer's concern of cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the battery side. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found damage near the battery side. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.